Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the side car-rx (guidewire port) was torn at the distal end and presented pushback out of specification. Residues were present on the device indicating use and handling. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Moreover, residues were present on the device. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used during a stone removal procedure. According to the complainant, during unpacking, the side car-rx (guidewire port) was found to be torn. This event has been deemed a reportable event based on the investigation results; side car-rx pushback.